Event description:
It was reported that the systems user's interface could not be operated anymore. The 7900 system's power button is located on the uif. Therefore, when the uif fail to operate the system is not able to power up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.